Event description:
The tmj implant was removed due to heterotropic bone growth and recurring ankylosis.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The product was returned and will be evaluated as part of the FDA clinical study. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). According to the study: no failure mode was identified. Additionally, heterotopic bone was confirmed by CT scans and intraoperatively, supporting the probable cause of failure as biological. This is report 4 of 4 for the same event. Reports 1 through 3 are reported on MFR #0001032347-2013-00100-1, 0001032347-2013-00101-2, 0001032347-2013-00151-2.